Manufacturer narrative:
The customer reported that their central nurse's station (cns) cannot see any of the devices on the .20 segment. At the same time, their remote nurse's station (rns) cannot see any of the devices that are located on the .10 segment. No harm or injury was reported. Through initial troubleshooting it was found that one of the bedside monitors was going through a segment takeover, and the issue was resolved when this device was rebooted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021: emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) cannot see any of the devices on the .20 segment. At the same time, their remote nurse's station (rns) cannot see any of the devices that are located on the .10 segment. No harm or injury was reported. Through initial troubleshooting it was found that one of the bedside monitors was going through a segment takeover, and the issue was resolved when this device was rebooted.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) could not see the devices on the .20 segment. At the same time, the remote network station (rns) could not see the devices that were on the .10 segment. During the initial troubleshooting it was found that one of the bedside monitors (bsm) was going through a segment takeover. The issue was resolved when this device was rebooted. No patient harm was reported. Investigation summary: technical support (nk ts) requested clinical (cits) to check the host servers. Cits noted that the vpn was expired. Cits remoted into the server and discovered a takeover on a bedside. The root cause is determined to be the facility's network environment. Cits recommended rebooting the server. A review of the serial number history shows no recurrence of the reported issue. Because most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) could not see the devices on the .20 segment. At the same time, the remote network station (rns) could not see the devices that were on the .10 segment. No harm or injury was reported.